Event description:
Healthcare provider reports: signature elite instrument gave low act results vs a reference signature elite expected result during a quailing procedure (brain procedure to locate clots) using act low range cuvettes. Target time >250 seconds. Act results: 200 range after heparin was given; 100 range after additional heparin given vs expected act value on a backup hemochron elite instrument. No report of adverse event or serious injury.

Manufacturer narrative:
(B)(4). Manufacturer method - product evaluated and returned to user facility. Manufacturer results - DHR review completed. Customer complaint could not be confirmed.